Manufacturer narrative:
(B)(4). Visual examination of the single-inner setscrew revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. Rod striations were observed on the set screws suggesting that the set screw was seated and tightened properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the loosening of the single-inner setscrew cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the one vertebral tlif fixation surgery for spinal canal stenosis was performed by using the expedium system. The fixed area was right s1. On (B)(6) 2018, the extension fixation surgery was performed. During the procedure, it was found that the reported set screw at right s1 had been loosened. The surgeon was able to make final tightening of the screw at right s1. The surgery was completed with a no delay, and there was no adverse consequence to the patient.